Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at 6.5 cm to 6.7 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During pocket revision, insulation anomaly was noted on the lead. The lead was explanted and replaced successfully. The patient was doing well post procedure.